Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the atrial lead. Isometrics was performed. Isometrics revealed that noise was of larger amplitude than p waves in bipolar configuration and was smaller than p waves in unipolar configuration. Information pertaining to programming changes was not reported.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information that the lead was not reprogrammed. The lead was reprogrammed from bipolar to unipolar configuration.

Event description:
The lead was programmed from bipolar configuration to unipolar configuration. New information reported that the patient was stable.